Manufacturer narrative:
Correction: d9 - device available for evaluation updated from ¿yes¿ to ¿no¿. The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely the device interacted with the heavily calcified, moderately tortuous, 85% stenosed lesion during advancement, resulting in the reported failure to advance, ultimately contributing to the reported material separation in the proximal shaft. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with heavy calcification, moderate tortuosity and 85% stenosis. After pre-dilatation with several high-pressure balloons, the 3.0x38 mm xience alpine stent delivery system (sds) could not cross the lesion due to the anatomy and the proximal shaft separated. The proximal portion was simply withdrawn, and a new xience alpine was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.